Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) glycemia at 1.7 [blood glucose decreased] the pen leaks by performing her injection the product flowed on her skin [device leakage] case description: this serious spontaneous case from france was reported by a consumer as "glycemia at 1.7(blood glucose decreased)" with an unspecified onset date, "the pen leaks by performing her injection the product flowed on her skin(device leakage)" with an unspecified onset date, and concerned a 74 years old female patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", patient's height, weight and body mass index were not reported dosage regimen of novopen 6: not reported medical history was not provided. On an unknown date, patient's novopen 6 leaked, explained that by performing her injection the product flowed on her skin even before removing the needle of her skin. Patient waited 10 seconds before removing it. On an unknown date, patient glycemia was at 1.7 (units not reported). Patient was treated with corticoids and mentioned that she will take another pen batch number of novopen 6: lvg4s92. Action taken to novopen 6 was reported as unknown. The outcome for the event "glycemia at 1.7(blood glucose decreased)" was unknown. The outcome for the event "the pen leaks by performing her injection the product flowed on her skin(device leakage)" was unknown. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.

Event description:
Case description: investigation result: novopen 6 argent, batch number: lvg4s92. The product was not returned for examination. Since last submission the case has been updated with the following: investigation results were updated. Imdrf annex b, c, d, and g codes updated. Narrative updated accordingly. Final manufacturer's comment: (B)(6) 2023: the suspected device (novopen 6) has not been returned to novo nordisk a/s for the investigation. The batch trend analysis and reference sample examination revealed nothing abnormal. No abnormalities relating to the observed problem were found. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. Relevant information on operator of the device, trained user and meal skip are unavailable for complete assessment. Elderly age of the patient is a significant risk factor for the development of hypoglycaemia. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo". H3 continued: evaluation summary: novopen 6 argent, batch number: lvg4s92. The product was not returned for examination.